Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a PICC. The customer reported the dual lumen catheter infiltrated. The PICC was removed and another inserted with no further complications.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.